Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity rx drug eluting stent to treat a moderately-tortuous and severely calcified rca lesion exhibiting 95% stenosis. No damage noted to device packaging and no issues removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues noted. The lesion was passed with a 0 ,014 wire. Predilation was carried out .the device did not pass through a previously-deployed stent. Resistance was encountered and excessive force used. The stent could not pass through the lesion and stent deformation is occurred. It was reported that the stent could not pass through the lesion due to calcification. It was reported that the strut of the stent is raised. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related

Manufacturer narrative:
Product analysis summary: a non-medtronic sheath was loaded over the device. Blood was visible in the balloon. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 36th distal stent wraps with strut raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.